Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post reset ram crc alarm. The customer's blood glucose value was 3.9 mmol/l. Customer reports they were able to clear the alarm. Customer able to complete insulin pump rewind. Customer states insulin pump error occurred more than once after a battery change. Customer declined troubleshooting for low battery. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected post-reset alarm alarms noted during testing. (B)(4).